Event description:
Footswitch not recognized. Changed footswitch with no improvement. Aborted vitrectomy/lensectomy following corneal wound incision. Brought patient back for re-operation in 2002. Prognosis reported as stable. Felt this could cause injury if it were to recur.